Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: a review of the black box showed reboots. The battery compartment was cracked alongside the pump. No damage was found to the battery cap. The battery cap attached securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. The battery cap contact height and width were within specifications. Moisture corrosion was found in the battery compartment. A leak in the battery compartment was found. The pump was opened to find moisture damage on the printed circuit board.